Manufacturer narrative:
(B)(4). The returned microcatheter was missing the distal segment of the tip, approximately 1mm from the tip end where tip consisted of solely polymer. Microscopic observation of the tip breakage end revealed that there was a notch that was assumed to be made by contacting relatively sharp object on the tip surface; the tip broke originating from the notch and torn off in a v-shape. Proximal to the tip breakage end, circumferential cracks were observed, indicating tensile stress had contributed to tip separation. Lot history review revealed no anomaly relating to the reported event and no other similar product experience report was received. Based on the obtained information and investigation outcome, it was concluded that tensile stress exceeding the product's design limit was inadvertently applied while the catheter tip was being trapped by the severely calcified lesion. There was no indication of product deficiency. Instructions for use (IFU) states that: - [contraindications] do not use this microcatheter in advanced calcified lesion; - [warnings] if any resistance or something abnormal is felt when operating this microcatheter, do not continue the manipulation while the causes are unclear. If it is suspected that this microcatheter is not operating correctly, avoid excessive manipulations, and carefully remove the entire catheter system while paying full attention to avoid complications. (Continuing the manipulation while the cause of the problem is not identified may cause damage to this microcatheter and damage the blood vessel.); and, - [malfunctions] separation.

Event description:
It was reported that the tip of an asahi microcatheter became separated during a pci to treat a severely 90-99% stenosis in the lad #6. Although an asahi guide wire crossed the lesion, balloon dilatation failed. The microcatheter was then advanced to exchange the wire to a rota wire. After ablation was performed, a cutting balloon was delivered for lesion expansion when the separated tip of the microcatheter was found on the guide wire. Because the separated tip was located far down the peripheral vessel, the physician determined to leave it in situ. The pci was resumed and successfully completed with reestablished blood flow by stenting. The patient was without problem after the procedure.

Manufacturer narrative:
Asahi intecc has determined that the date recorded in block b4 "date of this report" was erroneously reported as the date the report was submitted rather than the date the initial reporter provided the information about the event to the company. Corrective action has been taken to clarify which date should be provided in the report. This supplemental report is intended only to correct the date provided in block b4 to reflect the date the initial reporter provided the information about the event to the company.